Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t quantitative (tnt) on the cardiac reader. The whole blood sample initially resulted as "trop.t hi >2 ng/ml" and this value was reported outside of the laboratory. The whole blood sample was repeated and resulted as "trop.t negative". The whole blood sample was also repeated a second time, resulting as "trop.t negative". The repeat result was considered to be correct. A serum sample from the same draw was also tested on an e601 instrument and a result of <0.010 ng/ml was obtained for the elecsys troponin t assay. The patient was not adversely affected by the event. The tnt test strip lot number was (B)(4) with an expiration date of 03/31/2013.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer's material (tnt test strip lot number 28071711) was provided for investigation, however, temperature conditions for transportation were not met. The material was tested using one spiked blood sample and two negative blood samples. All test results fulfilled the requirements. No adverse event was reported.